Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 25 unit bolus. Reportedly, the customer had accidentally entered 25 units of insulin to be delivered instead of 25 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level subsequently decreased; however, no bg value was provided. Customer consumed carbohydrates to initially address bg and emergency medical technicians (emts) were contacted to transport the customer to the hospital. The customer was hospitalized and treated with intravenous sugar and provided with carbohydrates and potassium. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. Tandem technical support provided additional training in regards to bolus deliveries.